Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had alarmed power loss alarm. The customer had a low blood glucose level was 58 mg/dl. The customer was treated with juice. The customer stated that the pump was black and customer had took off the battery cap and the power had been off more the 10 minutes. The customer was advised to monitor and call back if needed. The customer was advised to monitor the pump. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.